Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted intuitive technical support engineer (tse) to report no tissue effect with bipolar energy. The site replaced energy cable and instrument; however, the same issue persisted even after power cycle of integrated electrosurgical unit (iesu). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system initially powered on without errors. No trouble found. System verification was completed. The procedure was completed using the valleylab generator robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not reproduce the reported issue. The system was verified and ready to use.